Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion was confirmed. A longevity calculation was performed based on programmed settings and usage data and the device was found to not be within estimated longevity. With an external power supply connected and removal of the battery, the device tested normally and all specifications were met. The battery was sent to the manufacturer for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Event description:
It was reported that premature battery depletion was observed during a routine follow-up. The device was explanted and replaced.